Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the patient underwent a surgical procedure and this product was explanted and replaced.

Event description:
Boston scientific received information that this device was eroding through the patient's skin. The physician planned to perform a revision procedure to place a new system on the opposite side. Caller just informed by cardiologist had patient in office and noted that pacemaker is eroding through the skin. Plan is for dr ito to place a new system on opposite side.